Event description:
This lead was reported to have high thresholds on (B)(6) 2011. It remains implanted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)